Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent delivery system (sds) balloon of the 3.5 x 23 mm xience prime stent was difficult to inflate and hold pressure. Deflation was also reported to be difficult. The stent was not implanted. The device was withdrawn from the anatomy and replaced with another device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.